Manufacturer narrative:
The intraocular lens was not implanted. Device evaluation: visual inspection at 10x microscope magnification was performed. The plunger and pushrod were observed in the advanced position in the preloaded insertion system. No assembly errors and/or defects were observed in the preloaded device related to manufacturing process. Residues of lubricant material were observed on the cartridge. Heavy dent/distortion and a crack were observed at the cartridge tip. Lens was observed stuck at the cartridge tip area. One of the haptic was observed exposed at the cartridge tip area. The conditions of the product returned is consistent with a unit that has been previously handled and prepared for surgical process. The complaint was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the lens loader melted. There was no patient contact. The returned product was evaluated and heavy dent/distortion and a crack were observed at the cartridge tip. No additional information was provided to abbott medical optics.